Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and backplate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting and cleaning the kit and tubing; and verifying correct breast shield fit. After troubleshooting, the customer indicated that she did not want to send her pump in for testing and would consult her insurance company for a new pump. In follow up with the customer on (B)(6) 2017, she stated that she started pumping again with her second child around (B)(6) 2017 and it was extremely painful, so she stopped pumping and tried to exclusively breastfeed for a couple of days. She stated that the baby couldn't keep up with her and manual pumping wasn't working. She went to her obgyn and was diagnosed with mastitis and prescribed an antibiotic. She was told to continue breastfeeding and pumping, so she rented a hospital grade symphony breast pump and discontinued use of her pump in style breast pump. She has since acquired another pump in style advanced breast pump, but has not yet tried it. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that she was experiencing low suction with her 3-year old pump in style advanced breast pump and it was causing her pain. She stated that there is no damage to parts.